Manufacturer narrative:
A return material authorization (RMA) was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the prograsp forceps instrument broke and fell into the patient. The clinical sales rep (csr) reporting the issue did not have any additional information. The procedure was completed.